Event description:
The md was making an attempt to cross the long chronically occluded superficial femoral artery using a crossing device (wildcat). A wire (asahi prowater flex) was successfully advanced adjacent to, but not in, the reconstituted distal superficial femoral artery (sfa). Then an outback re-entry device was used to attempt to reenter the distal sfa. When the 0.014 inch guidewire was pulled back into the outback re-entry catheter, the tip of the guidewire sheared off and remained in the soft tissue of the leg adjacent to the occluded artery. There was no compromise of the arterial flow and no conceivable long term risk to the patient so the small tip of the 0.014 wire was retained in the leg and was unable to be removed.